Event description:
The customer observed falsely elevated sodium and chloride results generated on the architect c16000 processing module for one sample. (Customer provided normal ranges sodium: 136 - 145 mmol/l, chloride: 98 - 110 mmol/l) the following results were provided: sid (B)(6): initial sodium result = 161 mmol/l, repeat result = 143 mmol/l. Initial chloride result = 120 mmol/l, repeat result = 106 mmol/l. No impact to patient management was reported. Update: additional information provided by the customer. The discrepant results for sid (B)(6) were generated on (B)(6) 2024. No impact to patient management was reported.

Manufacturer narrative:
Updated information in section b3 - date of event. The instrument service history of the architect c16000 processing module serial number (B)(6) verified there were no subsequent issues that have been reported related to falsely elevated sodium and chloride results. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue. A review of tracking and trending did not identify any trends for the architect c16000 processing module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium and chloride results generated on the architect c16000 processing module for one sample. (Customer provided normal ranges sodium: 136 - 145 mmol/l, chloride: 98 - 110 mmol/l) the following results were provided: sid (B)(6): initial sodium result = 161 mmol/l, repeat result = 143 mmol/l, initial chloride result = 120 mmol/l, repeat result = 106 mmol/l, no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.